Event description:
During a cataract extraction procedure of a dense cataract the dr reported experiencing a corneal burn in the pt's operative eye. The pt required a suture to close the wound.

Manufacturer narrative:
Svc not requested on the machine. Machine is continuing to be used and no further reports of corneal burn have been rec'd with the use of this machine.